Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that left ventricular (lv) lead exhibited high capture threshold and loss of capture. It was also observed that lead had dislodged. The lead was capped on (B)(6) 2024, and replaced with new lead as a result. Patient condition was stable.